Event description:
Allegedly patient presented with a component fracture. The patient is very tall ((B)(6)) male with high activity level.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00461.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Evidence that product was in spec when used.